Event description:
It was reported that after the device implantation, patients leads migrated. The physician opted to take back the patient into the operating room and make adjustments. The patient was doing well postoperatively.